Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported, the circumstances that led to difficulties charging the implant, was it just started taking longer and longer to charge. The patient received a replacement part.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that it was very difficult to charge the implant and the patient was sure it was over the implant. Sometimes, the patient gets excellent recharge quality and it takes only 5 minutes to charge and sometimes, it takes 10 - 15 minutes when it's not working right. The patient always charges the implantable neurostimulator (ins) when it is 70% full or more. Also, the patient noted that sometimes, he would see try again - the patient did not have a screen number to provide. During troubleshooting, the patient initiated a charging session on the call and was seeing excellent recharge quality. However, this eventually changed to poor recharge quality without moving the recharger. Screen 76 (poor recharge quality) was seen. The patient confirmed it was directly over the skin and this kept happening. Additionally, the patient alleged having a fall about 2 weeks prior to the report, which may have affected the device. The patient would be having an x-ray and MRI for this. A replacement recharger was sent to the patient. There were no further complications or anticipations reported with this event.